Event description:
It was reported by the customer that the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes presented hemolysis. Verbatim: it was reported by the customer that hemolysis occurred. Customer states samples are hemolyzed, several lots showed hemolysis. Customer does not have information on lots affected other than the lot given for this case. Hemolysis occurs if tube is adequality filled or short draw. Tubes vary from few minutes to 30 minutes before centrifuged. Tubes spun at 3800rpm for 5 min. Did the specimen(s) need to be recollected? Yes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. Bd was unable to confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Manufacturer narrative:
Date of event is unknown.the date received by manufacturer has been used for this field. Bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2132113, medical device expiration date: 10/31/2023, and device manufacture date: 05/12/2022. Medical device lot #: unknown, medical device expiration date: unknown, and device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes presented hemolysis. Verbatim: it was reported by the customer that hemolysis occurred. Customer states samples are hemolyzed, several lots showed hemolysis. Customer does not have information on lots affected other than the lot given for this case. Hemolysis occurs if tube is adequality filled or short draw. Tubes vary from few minutes to 30 minutes before centrifuged. Tubes spun at 3800rpm for 5 min. Did the specimen(s) need to be recollected? Yes.